Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate blood collection tubes, the device experienced hemolysis. This event occurred 1600 times. The following information was provided by the initial reporter. The customer stated: the blood sampling room of the infectious diseases clinic uses the gray tubes for blood sampling, and the laboratory reports that more than 80% of the specimens received have hemolysis. Quantity: 1600 pieces.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. Additional clinical testing was performed and no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All parameters of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. This batch (0345797) was further investigated by r&d: results showed no differences between complaint and control lots in terms of the chemical properties evaluated (additive composition, morphology, moisture content, or thermal properties), suggesting the root cause of the additive granulation observed is unrelated to these factors. We did observe the larger additive clumps in the complaint lots were able to be broken by our finger tips, suggesting the present of the larger clumps are a physical difference, not a chemical one. The r&d investigation regarding this issue concluded: the presence of the large additive clumps can create a higher localized concentration of additive that can lead to hemolysis, making it more imperative the tubes are mixed properly to avoid hemolysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to {reported issue} were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate blood collection tubes, the device experienced hemolysis. This event occurred 1600 times. The following information was provided by the initial reporter. The customer stated: the blood sampling room of the infectious diseases clinic uses the gray tubes for blood sampling, and the laboratory reports that more than 80% of the specimens received have hemolysis. Quantity: 1600 pieces.